Manufacturer narrative:
Evaluation summary: the mcl20 instrument was returned with the cartridge cover disengaged from the outer wrap. The instrument was cycled and would not fed the clips into the jaws due to the cartridge cover condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported during an unknown procedure the mca was not fired. There was no adverse patient consequence.